Event description:
It was reported that during an unknown procedure, the synergy blade and plastic handgrip got extremely hot. This caused it to melt. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Thermal damage. The device was received with the sheath off the shrouds assembly. The device could not be tested due to the internal damage of the instrument. The instrument was visually inspected and thermal damage at the shrouds and insulated pin interface were found. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation.

Event description:
It was reported post implant a realize adjustable band, during a fill, the surgeon tried to aspirate fluid but could not. A CT scan was performed and the tubing appears to be disconnected from the port. The patient has a follow up appointment to discuss reconnecting the tubing. The surgeon plans to explant the original port and put in a new port. The device is still implanted.